Event description:
Additional information was received that the patient had a bad seizure. The physician does not see the patients in the hospital so he told the patient to go the emergency room. While in the emergency room the patient was seizing and he was administered ativan. The patient was overdosed on ativan which made him unresponsive. It was decided to keep the patient overnight in the hospital for observation. The physician had changed the patient settings the day before the seizure, increasing the duty cycle. The patient was on valium that day and was fine in the office but the next day when the valium worn off the change in settings was too much for him to handle and he had a bad seizure. The cause of the seizure was due to increasing the setting too fast for the patient. In addition when the patient was seen in the hospital the patient had his setting further increased. After the patient was discharged the physician returned the patient to his previous setting prior to the seizure with an on time of 30 sec and off time of 1.8 minutes. The patient is doing well since.

Event description:
It was initially reported that the patient was admitted to the hospital due to an unusually long seizure lasting almost 25 minutes. The magnet was repeatedly swiped but did not abort the seizure. Typically the magnet will stop a seizure for the patient. Good faith attempt for additional information have been unsuccessful to date.

Event description:
A response was received from health information management at the hospital that the patient was admitted to the hospital for an increase in seizures and a generator replacement (B)(6) 2013 which was reported in medwatch 10000100791. Product information was also provided in a later response from health information management.

Manufacturer narrative:
.